Event description:
The customer reported via phone call that he had high blood glucose but not hospitalized. Customer's blood glucose was 300 mg/dl. The customer was treated for high blood glucose with insulin pump. After the troubleshooting was done, customer was assisted with programing a bolus and advised to follow up with healthcare provider.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).